Event description:
About an hour to an hour 15 minutes into the procedure a piece of the insulation on the boot started to come off, they took it to back table and scrapped it off. A new instrument was opened to complete the case. They were using a setting of 4, but increased it to 5 when they opened to new instrument. No patient information was provided.

Manufacturer narrative:
A tls2 14c was returned, decontaminated and investigated. No cosmetic abnormalities were observed. Analysis of the tls2 14c revealed that the hot jaw silicone boot was torn distally and a piece was missing from the tip of the boot, confirming the complaint. The cold jaw boot appears to be fairly burned, indicating that the activation cycles were extensive. It is possible to apply energy to the device even though the tissue may have been severed, causing the boot to overheat. The boot may degrade prematurely if unattended heat is delivered for long periods of time. A premature tear could be aggravated if the boot encounters a sharp or rigid object which may be the cause for the hot jaw boot to have become compromised.